Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a primary implant sheet, progress note and x-ray was provided and reviewed by a consulting clinician. The records were rejected for medical review as operative reports, serial xrays, examination of explanted components, and past medical history would be required to further investigate the event. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient's knee never felt right after surgery with diffuse pain on going since 2011. It was noted that bone scan showed tibia appeared loose.

Event description:
It was reported that the patient's knee never felt right after surgery with diffuse pain on going since 2011. It was noted that bone scan showed tibia appeared loose.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.